Manufacturer narrative:
There was no patient or user injury with this event. The circular clamp that attaches the overhead extension drive screw to the evaluation motor gear was loose. The drive screw clamp was tightened and a number of test scans were performed. Device was repaired by dealer service technician.

Event description:
It was reported that: during an extended field of view scan, the gantry came down and contacted the patient's shoulder.